Manufacturer narrative:
(B)(4). Field service technician has been sent for investigation. According to service report following work has been performed: single pump (mcp00703309#rpm 20-320 single roller pump,material# 70102.7652, serial(B)(4)) examined. Load test applied to the device. Safety-s error was not found. Thus the failure could not be confirmed. The control board and the safety system board were exchanged as a precaution. This kind of failure has been already investigated. Reference: (B)(4). According to investigation by life cycle engineering most probable root cause could be determined as a defective control board (mat.#701053021) or safety-system-board (mat.#701053024). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
As stated by the customer: "safety-s error" occurred on the single pump module of a hl20 unit. The error occurred on startup of the device". No patient was involved. (B)(4).